Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch; fiber ID label is detached and not returned. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure, two fibers failed due to same issue of putting the system into standby for multiple times was observed. The first fiber failed at 5,600 joules, 2 minutes of use, "fiber started to flash in vapor mode" was observed. The fiber tip for first failed fiber was not cleaned during the procedure. The second fiber failed at 67,770 joules, 10:53 minutes of use, "fiber tip fell off" was noted. The tip of the second failed fiber was cleaned during the procedure. The procedure was completed using third fiber. Patient outcome: "ok" reported. No injury to patient was reported.